Event description:
The home pt reported a 2240 alarm during drain 1/6 of automated peritoneal dialysis with the homechoice machine. The pt reported that somehow the pt line of the set had become disconnected. The pt discontinued treatment and restarted with new supplies with no further problems. The nurse at the unit reports that there was no patient injury or medical intervention associated with this incident.